Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the pump alarmed ¿no disposable¿ during the infusion. It had finished 3 hours early, but there had been no delay in treatment. The drug being infused was 5-fluorouracil with a continuous infusion rate of 2.2 ml/hour. The reservoir volume had been 100 ml. The air detector had been on, and the upstream sensor had been off. The length of the infusion had been 46 hours, and the lock level had been set to yes. A closed system drug transfer device (cstd) was used to fill the cassette, but the pump had not been used to prime the extension tubing. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.